Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 360 mg/dl and insulin injections were administered to address bg. Customer alleged pump was not delivering insulin. The customer changed the pump supplies multiple times. Prior to calling tandem technical support (cts), customer did not observe insulin exiting the tubing. Pump system check was performed with cts; no device issues were identified. Insulin was observed exiting tubing. No alerts/alarms were observed in pump history. Customer continued to allege pump was not delivering boluses. Customer declined to meet with tandem clinical diabetes specialist to troubleshoot.

Manufacturer narrative:
Tandem clinical diabetes specialist (cds) met with the customer and no pump issue was identified. Cds confirmed pump delivered a bolus and there was no bolus delivery issue. Customer acknowledged and was satisfied.